Manufacturer narrative:
Medical devices: product ID 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension.

Event description:
A manufacturer representative (rep) reported there was a high impedance greater than 10,000 ohms on contact 1 during an ins replacement for normal depletion. It was reinserted multiple times, but was still high. The old ins was connected again, and it was still high. The impedance resolved itself during the surgery, so the physician closed up, but a post-operative impedance check found that it was high again. It was noted that pre-operative impedances were fine and that they would try to reprogram around the issue to see if patient can receive therapy. The rep later reported that the patient was doing fine and even felt a little better after some programming changes following the procedure. The exact cause of the impedance issue was not known, but a possible extension fracture was suspected. It was noted the rep and the managing physician would continue to monitor the patient. No medical symptoms were reported. The patient was implanted for parkinson's dual and movement disorders. Refer to manufacturer report #3007566237-2017-03618 for details pertaining to the old ins in the reportable related event.